Event description:
Reference number (B)(4). Event occurred in the saudi arabia it was reported that the patient faced issue with infusion set on (B)(6) 2026. Tape not sticking 1st day of insertion in the lower back and infusion set was in use for 1 day. No further information is available.